Event description:
It was reported by the hcp that approximately 2 weeks after implantation of an interstim neurostimulator system. The patient developed redness, swelling, drainage and pain of the device pocket site. Cultures were positive for multiresistant staphylococcus aureus. The patient was treated with IV antibiotics and the device system explanted. The infection is reported as resolved.